Event description:
The patient's nurse practitioner reached out to confirm that the vns correction surgery was performed due to device migration. The nurse practitioner explained that during this surgery they sutured the generator down into the chest pocket, as the generator was not secured during the initial implant. She emphasized that there was nothing wrong with the vns, and that they just wanted to anchor the generator down in pocket. No other relevant information has been received to date.

Event description:
Within clinic notes provided for a generator replacement surgery, it was mentioned in the surgical history that the patient underwent a "vns correction" in (B)(6) of 2015. Further follow up with the patient's nurse practitioner was performed; however, the nurse practitioner was unable to provide any further details on the event. No other relevant information has been received to date.